Manufacturer narrative:
Date of report: 14jun2021. There was no patient involvement.

Event description:
The customer reported having a v60 with a nav ring issue. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. The investigation is ongoing.

Manufacturer narrative:
The authorized service personnel (asp) replaced the front bezel to address the reported issue. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.